Manufacturer narrative:
Corrected data: upon further review, it was noticed that the following information was inadvertently not populated in section h11, therefore, it is captured in this supplemental report: device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed one similar complaint for this production order and the complaint issue reported was not related. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) posterior haptic was jammed between the plunger and the inserter end tip, and the surgeon had maximized the twisting of the plunger. The device was discarded. Through additional information provided, it was learned there was patient contact. The intraocular lens was fully inserted. The leading haptic entered the capsular bag as expected, and the optic was positioned appropriately. However, the issue occurred with the posterior haptic. The tip of the posterior haptic became lodged between the plunger and the inserter tip, and the surgeon had reached the maximum twisting limit on the plunger. The surgeon was able to use other instruments from the intraocular set to carefully free the lens from the inserter. Fortunately, the lens remained undamaged, and the surgeon was satisfied with its final placement. There was no patient injury. No further information will be provided.